Event description:
During a rotator cuff repair procedure the tip of the inserter broke and tip remains in the anchor which was left inside the patient fixed with the sutures. The anchor with the broken piece remained in the bone well-fixed. No loose debris has fallen off into the patient. The bone quality was good; quite hard according to the patient's age. The site was tapped for preparation. The procedure was able to be completed using this device, and the patient is fine.

Manufacturer narrative:
Visual examination confirms that the end of the inserter is broken where the shaft transitions to the drive geometry. Microscopic evaluation reveals that the break was most likely due to torsional overload. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).